Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of postoperative screw back out is unknown. 510k: this report is for an unknown zero-p natural screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture additional medical/surgical intervention required: the screw was reported to have backed out postoperatively and is being monitored with imaging. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zero-p natural screw backed out post operatively. The patient is currently being monitored by post-op imaging. This report is for an unknown zero-p natural screw. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that a patient was treated for anterior cervical fixation and discectomy on (B)(6) 2018 with zero-p fixation at levels c5-c6. On an unknown date, postoperative x-rays found one of the zero-p screws had backed out of the zero-p plate. It is unknown which of the four screws backed out, and images are not available. The surgeon has not removed the backed out screw, but will continue to monitor it with post-operative imaging. All four zero-p screws and the plate remain implanted. There is one device involved in this complaint. Reported concomitant devices: zero-p cervical spine locking screws (part 04.617.816, lot number unknown, quantity 3), zero-p natural plate (part 04.617.707s, lot h395574, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.